Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted transduodenal to the biliary tract to treat a biliary stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the device could not be deployed normally. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation finding that the guide catheter detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures of the reportable event of guide catheter break which was found during investigation. Block h11: the flexima biliary delivery system was received for analysis. Visual examination of the returned device found the push catheter kinked and a part of the guide catheter was missing as it was detached was not returned. Also, the push catheter suture hole was torn. Additionally, media analysis was performed on provided documentation that includes photograph of a kinked push catheter. Product analysis confirmed the reported event of stent failure to deploy as the device was returned with the push catheter kinked, a part of the guide catheter was missing, it was detached and did not return. Also, the push catheter suture hole was torn. The investigation concluded that this could have happened if the device had pressure when trying to deploy the stent, possibly due to the physician technique or tortuosity of the procedure, it's most likely that the device couldn't deploy the stent and damaging the push catheter suture hole by the pressure that the suture was adding to the suture hole. Additionally, a part of the guide catheter was missing, it was detached, and the push catheter was kinked. It's most likely that this could have happened as a result of the device being pulled with too much force or handling of the device during procedure. Therefore, taking all available information into consideration, the most probable root cause of the events is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted transduodenal to the biliary tract to treat a biliary stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the device could not be deployed normally. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation finding that the guide catheter detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures of the reportable event of guide catheter break which was found during investigation. Block e1 initial reporter initial reporter zip/post code has been corrected block h11: the flexima biliary delivery system was received for analysis. Visual examination of the returned device found the push catheter kinked and a part of the guide catheter was missing as it was detached was not returned. Also, the push catheter suture hole was torn. Additionally, media analysis was performed on provided documentation that includes photograph of a kinked push catheter. Product analysis confirmed the reported event of stent failure to deploy as the device was returned with the push catheter kinked, a part of the guide catheter was missing, it was detached and did not return. Also, the push catheter suture hole was torn. The investigation concluded that this could have happened if the device had pressure when trying to deploy the stent, possibly due to the physician technique or tortuosity of the procedure, it's most likely that the device couldn't deploy the stent and damaging the push catheter suture hole by the pressure that the suture was adding to the suture hole. Additionally, a part of the guide catheter was missing, it was detached, and the push catheter was kinked. It's most likely that this could have happened as a result of the device being pulled with too much force or handling of the device during procedure. Therefore, taking all available information into consideration, the most probable root cause of the events is adverse event related to procedure.